Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 month post-implant, the pt had bradycardia and his pulmonary artery (pa) pressure increased. The pt's ldh was 1600 u/l and serum free hemoglobin was 10 g/dl. The hops reported no changes in the pump parameters. Approximately 2 days later, the pump was exchanged and the pt's pulmonary artery (pa) pressure had decreased. The pt remains on rvad ECMO and chdf.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.